Event description:
The pt reportedly experienced loss of sound, intermittencies, and loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery is scheduled.